Manufacturer narrative:
Additional information: a1, a2-a6 (update to n/a), b3, b5, b6, b7, d1, d4, d10 (update to n/a), g4: PMA/510k #, f10/h6: health effect: impact codes (replace code), f10/h6: component codes, h6, h11. Correction: g1 address. B3: the event was observed since november 2024. B5: the issue was noticed during a verification process before patient use. There was no patient involvement. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs and white particles were identified in the bags. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particles were observed in an unspecified amount of nutrition empty bags. It was suspected that the white particles were from the tip of the inlet spike. These were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.